Manufacturer narrative:
Torn flap; the system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented with torn flaps after intralase created abnormal flaps in both eyes. The treatment was aborted. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported symptoms are interfering with daily activities. Secondary surgical intervention is required. Bcva from (B)(6) 2018. Right eye pre-op 20/20 -4.25 x -.25 x 150, left eye pre-op 20/20 -4.25 x -.25 x 25.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.